Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred against the sensor. However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. The allegation was confirmed. The customer complaint was confirmed because there was an indication of an inaccurate cgm reading. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values the day after the sensor was inserted in the arm. The patient was alone at the store. She passed out and a kind stranger called the paramedics. Her son told her that her dexcom reading was at 255 mg/dl, and when the paramedic tested her glucose, she was at 19 mg/dl. The patient reported hypoglycemia and hyperglycemia unawareness. Paramedics medicated her with dextrose and IV. She recovered after about 12-15 minutes. The paramedic stayed with her for 30 minutes. When she woke up, the paramedic asked her if she wanted to go to the hospital, but the patient declined. The paramedic waited with her until the son picked her up. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was anxious about the event. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.